Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006244, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-29. Medical device lot #: 2006220, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-08. Medical device lot #: 2006224, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50 ml concentric luer lock syringe leaked. This was discovered during use. The following information was provided by the initial reporter: we have a number of 50 ml plastipak syringes of which the plunger is leaking.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked. This was discovered during use. The following information was provided by the initial reporter: we have a number of 50 ml plastipak syringes of which the plunger is leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-07. H6: investigation summary: one used sample of lot 2006244 was received for evaluation by our quality engineer. Upon visual inspection, a leakage past the stopper ribs was observed. There is no damage or other defect identified in the syringe or its components that could have contributed to the reported failure and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for reported lots 2006244, 2006220, and 2006224, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each reported lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.